Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for spinal pain. It was reported that the patient stated 'for the last week and a half, it keeps coming up. It's like it's trying to recover from a motor stall. There was a red line across the side and the top that said something - motor. I do it (bolus) 4 times a day and it comes up every other time I turn it on.' Patient confirmed they have had an magnetic resonance imaging (MRI) recently before this and had not heard the pump alarming since they saw service code 100 (motor stall was detected). Patient stated they called their doctor but had not heard back yet. Agent assisted the patient in connecting to their pump without using a bolus, but no service code or active alert was present. Agent reviewed considerations and redirected to healthcare provider to check pump logs.